Manufacturer narrative:
Other text: additional information: h6, h10. The pump was investigated in the field and repaired at the customer facility by a field service technician. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A visual inspection of the pump found a non factory seal in place. The battery charge level was identified at 96 percent. The pump switched to battery properly. The issue backup alarm post was noted. The cause of the reported problem was unable to be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed an alarm for low battery, even though the pump was already plugged in. It was also reported that the pump was infusing gh medication. The pump alarmed biomed error. There were no adverse events reported.